Manufacturer narrative:
Received one used list #14015-31, primary plum set with one used list #unknown, extension set w/spiros and piercing pin w/ additive port connected to one used list #unknown, 5% glucose 500ml bag and one use.d list #unknown, 0.9% sodium chloride 500ml bag. As received, no damage or anomalies were noted. Received one photo of the inline filter. The filter was leak tested. Leakage was observed at the inlet. The reported complaint of leakage can be confirmed. The probable cause of leakage is due to a temporary or complete loss of hydrophobic properties of the filter material due to an infusate interaction during use. A DHR review could not be conducted because no lot number was identified. D9 - date returned to mfg: 10/30/2025

Manufacturer narrative:
The device is available for return; however, it has not yet been received.

Event description:
The complaint involved a primary plum set, 15 micron filter in sight chamber, clave secondary port, 0.2 micron filter, clave y-site, polyethylene lined tubing, secure lock, 272 cm. The device reportedly leaked substantially via 2 'holes' in the 0.2m filter. The nurse touched the hazardous drug with her hands. Hazardous spill protocol initiated. Through that filter line went dostarlimab - 100ml volume over 30 mins then after that was carboplatin 500ml bag over 30 mins. It was stated that there were no prior issues noted with priming with saline. Hazardous drug was being delivered via b line plum 360 and primary plum line 14015. A hazardous drug infusion was in progress. It was at the end of the carboplatin infusion when the nurse went to start a flush, that a 10 cm patch of wetness was discovered underneath the line. Upon inspection, leakage out of the hole in the back of the filter was noted. There was patient involvement but no adverse event/patient harm.